Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient underwent a revision surgery following a proximal breakage of femoral nail. Surgeon reported that the bone non-union occured due to patient's condition.